Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 5.9 mmol/l. Customer stated the device was exposed to moisture. The customer was in a pool when the critical pump error went off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and the displacement test due to blank display.